Manufacturer narrative:
A plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hosp has reported that after seven minutes of treatment, a blood leak occurred. The leak was visually observed in the dialysate. The machine alarmed blood leak. Estimated blood loss was 300cc. The pt had no adverse effects and no medical intervention was required. It is unk if the pt completed treatment. The sample is available for the manufacturer's eval.